Event description:
It was reported that the ilet charging pad did not charge the device, and the caregiver temporarily used a cell phone charger after standard troubleshooting was completed without resolution. No physiological effects or changes in blood glucose. Outcomes included no alerts or alarms and no need for medical intervention. Investigation included customer interview and troubleshooting. Investigation of this case revealed a suspected charging accessory malfunction. It was concluded that the event was non-serious with charger replacement initiated and no patient harm identified.